Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to low impedance. There were no other anomalies associated with the lead. The patient tolerated the procedure well.